Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and associated non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Also, ventricular pacing was not stable during troubleshooting with variable postures. A lead issue was suspected, so the lead was explanted and replaced. However, when the new lead was connected to the existing pacemaker, no pacing output was delivered. A new device was connected to the new lead and normal pacing was observed. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this pacemaker and associated non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Also, ventricular pacing was not stable during troubleshooting with variable postures. A lead issue was suspected, so the lead was explanted and replaced. However, when the new lead was connected to the existing pacemaker, no pacing output was delivered. A new device was connected to the new lead and normal pacing was observed. No additional adverse patient effects were reported. The explanted device was returned for analysis.